Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01850.

Event description:
It is reported that one patient who underwent total hip arthroplasty dislocation post operatively. It is unknown what medical intervention occurred.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown m2a 38 femoral head, unknown taperloc femoral stem, catalog#'s: ni, lot#'s: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.